Manufacturer narrative:
On 6/29/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the product was returned and it was confirmed that white particulate was found within the syringe. It was reported that the syringe was not used by the customer. Device history evaluation - the DHR was reviewed and no ncmr or other issue was found related to this complaint failure mode. Conclusion: no process within ipms kitting could have introduced this type of defect. The sample will be returned to bd medical for further investigation

Event description:
Customer initially reports5 cc syringe ll included in one tray had white marks and debris. 5 cc syringe ll included in one tray had white marks and debris. No patient contact.